Manufacturer narrative:
Additional h-3 summary: a paper lid and one winding former with a re-parked used needle of product code y426, lot mgk278 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted crushed and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. In addition, the suture was not returned for evaluation. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample and the reported complaint was confirmed by external cause.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mgk278 number, and no non-conformances were identified. Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2018 and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported.